Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational database study was conducted to obtain post-market clinical data for medtronic spine implantable devices. These data were queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Patient demographics: no. Of patients- 7, gender- male (male- 6; female- 1), age (mean age)- 59 years pre-operative diagnosis- spondylosis (1 patient), stenosis (5 patient), stenosis; myelomalacia (1 patient) procedure- laminoplasty procedure level implanted: c2-c5 as per clinical study it was reported that a total of 7 patients met the minimal inclusion criteria of having a clinical diagnosis and documented surgical implantation of the centerpiece. Aes were recorded for 5 of 7 patients treated with centerpiece. In total, 10 aes were recorded across 8 different types of aes. There was 1 report of a deep wound infection that required a revision surgery and hardware removal at two weeks post-operative. There were no reports of hardware failure or migration in any of these patients. One patient developed surgical wound purulent discharge, a known complication of general surgery which resolved by 1 month with anti biotic treatment. Finally, two patient developed aes associated with increased pain of the lumbar spine region, which is likely unrelated to the cervical spine surgical procedure and hardware. The findings from the rwd collected on the spine device system supports that the device is safe when used as indicated. There was one adverse event that may be related to hardware. One patient developed a deep wound infection that required revision surgery and hardware removal. The source of infection is unknown. Other reported aes are not expected to be device related. The estimated blood loss ranged from 20ml to 500ml, which is likely dependent on surgical procedure.